Event description:
It was reported that on (B)(6) 2022, a venous closure of the right common femoral vein was done with three proglide devices using the pre-close technique via an 8f sheath hole prior to a cardiac ablation interventional procedure. The sutures of three proglide devices were successfully pre-placed. The sheath was upsized to a 15f sheath and the interventional procedure was completed. The three pre-placed sutures were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient was released from the hospital on (B)(6) 2022. Around (B)(6) 2022, the patient felt something wrong at the puncture site (swelling and tension). On (B)(6) 2022, the first checkup was performed. The patient claimed the puncture site was swollen since that morning. An echocardiogram was performed and coarctation (narrowing) was visualized. There was still blood flow but it was getting slower. The physician diagnosed deep vein thrombosis at the site of coarctation. The anti-coagulant medication was changed, and dosage was decreased. A blood test was performed with no inflammation noted; therefore, the physician concluded there was no infection. The patient was hospitalized from (B)(6). The anti-coagulant medication was continued during that time. Thrombosis was not seen via the echocardiogram but narrowing of the vessel was still there. The patient was released from the hospital because there was blood flow despite of the narrowing. The physician thinks it takes much more time to have narrowing gone. According to the physician, the narrowing caused the inflammation. No additional information was provided.

Manufacturer narrative:
Date of event, concomitant medical products: dates are estimated the customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of inflammation, ischemia, pain and thrombosis are listed in the electronic proglide instructions for use as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.